Event description:
Reportedly, an 'oxygen sensor error' alarm occurred and sometimes a 'high o2 alarm' and 'low o2 alarm' appeared. Calibrating the o2 sensor, did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.